Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed failed crossover during extended self-test (est). The customer reported there was no patient involvement.